Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing the high blood glucose. Blood glucose reading was 400 mg/dl. Customer stated that the insulin pump was not put tight and infusion set was came undone and blood glucose was high. High blood glucose was treated with insulin pump. Customer stated yesterday at the time of lunch blood glucose was 134 mg/dl. Customer declined for troubleshooting as the insulin pump was working fine. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.